Event description:
The sheath separated inside the pt. The remaining half of the sheath was removed via an angioplasty. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Removal of foreign body is not labeled. Separation is addressed in the IFU. The device was returned in a used and badly damaged condition: the sheath had separated into multiple fragments with evidence of thinning and severe elongation. The coil had unraveled and separated and the inner liner had come apart in places as well. Per qc spec, there is 100% inspection, insuring correct inside and outside diameter of tubing. The material is also insured to be free from surface defects, bumps, bulges and protruding coils. The final inspection, instructs, "confirm surface of sheath is free of excessive dents, bumps or scratches." In addition, the IFU, which is provided cautions the end user, "all catheters and instruments used with this introducer should move freely through the valve and sheath. Separation of the sheath may result when the fit is tight." As well as the warning, "before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage." The badly damaged condition of the returned device is evidence that it was subjected to forces beyond its design strength. A review of the device history record did not reveal an out of spec condition in mfg. These devices have been designed to meet the strength requirements noted in iso 11070 and have been confirmed through design verification testing. The appropriate internal personnel have been notified and we are continuing to monitor complaints for similar events. The risk assessment has been updated and it was concluded there is insufficient risk to require add'l action at this time.